Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as the patient did not wash their hands. Five days after the onset, the patient was hospitalized for the event of peritonitis. On the same day, the patient began treatment with injection (inj.) Meropenem (intraperitoneally (ip), 1 gram, once a day) and inj. Vancomycin (ip, 1 gram, every fifth day) for peritonitis. The next day, the patient was retrained on aseptic procedure. Nineteen days after event onset, pd therapy was discontinued and the pd catheter was removed. The same day antibiotic therapy was discontinued. The patient was transferred to hemodialysis three times a week. At the time of this report, the patient was still in the hospital, and was not recovered from the peritonitis. No additional information is available.